Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin as intended. Allegedly, pump history showed no basal history from 12am-5am on multiple occasions. Multiple follow-up attempts were made by tandem technical support to have customer upload pump data for review to confirm the issue; however, no response was received. Customer's blood glucose level was 250 mg/dl.